Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. The product was evaluated. The device was visually inspected and it passed. The receiver failed to charge and reboot due to no power. The receiver downloaded by using a known good battery. The log was downloaded and reviewed finding firmware errors. The receiver case was opened and the internal inspection detected battery damage. The allegation was confirmed. The root cause was receiver damaged battery. No injury or medical intervention was reported.